Manufacturer narrative:
(B)(4). This report is being filed on an international product, (B)(4), architect total b-hcg, that has a similar product distributed in the us, (B)(4), architect total b-hcg. A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number (B)(4)) on an i1000sr instrument which also utilizes the architect rubella igg (list number (B)(4)) assay. Further investigation of this quality issue will be conducted.

Manufacturer narrative:
The suspect medical device manufacturing site has moved from (B)(4). MFR # 3005094123-2011-00561 has been submitted to address this error.

Event description:
The customer stated an architect i1000sr analyzer generated a false positive bhcg result for one patient sample. The analyzer generated an initial bhcg result of 30 iu/l on (B)(6) 2009. A new sample from the same patient generated a bhcg result of <1.2 iu/l on (B)(6) 2009. The false positive result was attributed to user error (bhcg reagent not inspected and fibrin in the initial patient sample. Data was reviewed and found not to affect the clinical interpretation or medical decision making. There was no adverse impact to patient management reported.